Manufacturer narrative:
(B)(4). Patient year of birth: 1958. Concomitant medical products: 32810509302 - interchangeable ulnar assembly extra small right long 4.5, inch length - unknown lot, therapy date: unknown. (B)(6). Reported event was confirmed by review of x-rays provided. Review of x-rays notes ossific material adjacent to the proximal ulna medially and anteriorly reflecting prior fracture or heterotopic ossification. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03496. Insufficient information.

Event description:
It was reported that the patient underwent a revision of the right elbow due to patient bone fracture and loosening of implant at an unknown amount of time post implantation. Attempts were made and no additional information is available at this time.

Manufacturer narrative:
Upon assessment of the complaint it was determined that the MFR was incorrect and the initial report submitted will need to be voided. The event will be submitted on 0001822565-2018-04836.